Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial aortic valve, implanted for approximately five (5) years, underwent a valve-in-valve procedure due to severe aortic stenosis and aortic regurgitation. The tavr was performed with a 26mm edwards transcatheter heart valve. The transesophageal echocardiogram (tee) and aortogram confirmed adequate position and no pvl was seen. Incidentally, there was a small paravalvular leak at the pre-existing bioprosthetic valve, which was identified at the aortogram. It was present before implantation at the initial tee images. Contralateral aortogram confirmed adequate seating. The patient was returned to the ccc in stable condition. Post operative echo revealed functioning bioprosthetic av without significant pvl on pod #1. The patient was discharged home in stable condition pod #1.